Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down button of insulin pump had to pressed harder. The customer¿s blood glucose was unknown. Customer also stated that hairline fractures around the battery cap also casing was broken on the top of the insulin pump. Customer stated that battery cap was damaged. The device will not be returned for analysis.